Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm noted on alarm history screen. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer stated that he was changing his infusion set. Customer exposed the pump to a MRI a couple weeks ago. Customer was advised to disconnect from the pump. Customer was not connected to the pump, but was priming it. Customer stated that he was able to complete the rewind sequence. Customer's settings are clear and need to be reprogrammed. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. Customer does not want to troubleshoot for the motor position encoder error alarm. No additional information provided.